Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿m a reporting a broken hardinge cement restrictor handle from the (B)(6) hospital. :t shaped proximal end of handle shattered, during intra operative use. Instrument complete.